Manufacturer narrative:
The reported event was confirmed by the service technician. Based on the additional information received from the sales rep the tip of the suction tube was not bent after validation and the surgeon was putting great pressure on the devices, leaning on them, until the system gave an accuracy error.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the tip of the pointer was found to be bent after validation. A change in geometry of the pointer after it has been validated may increase the potential for inaccuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the healthcare facility, the tip of the pointer was found to be bent after validation. A change in geometry of the pointer after it has been validated may increase the potential for inaccuracy. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.